Event description:
Leica biosystems received a complaint regarding sub-optimal processing of tissue samples from an eight (8) hour protocol, which completed at 4:40 am on (B)(6) 2015. This complainant described the affected tissue samples as "mushy in the middle of the tissue." The complainant also advised that internal investigation of the circumstances involved in the event showed that the root cause of the sub-optimal tissue processing reported was most likely due to "improper handling of the reagents." On-site assessment of the operation and function of the instrument was conducted by a leica field service engineer (fse) on (B)(6) 2015. The complainant reported to the fse that a use error had occurred when replacing the reagent in bottle 9 (ethanol). Specifically, a user had replaced the contents of bottle 9, which is designated as ethanol, with 70% ethanol because it had been noted that there was no ethanol at a concentration of approximately 70% in any of the bottles designated as ethanol on the instrument. A prompt generated by the instrument software the following day instructed the user to replace the contents of bottle 9 (ethanol) only, and then erroneously set the concentration to 100%. On march 31, 2015, leica biosystems received information that all tissue samples exhibiting sub-optimal tissue processing were diagnosable.

Manufacturer narrative:
The station properties for bottle 9 (ethanol) were reset at 11:34 am on (B)(6) 2015. Resetting a reagent station sets the concentration to the default value configured in the reagent types definitions unless an alternative value is entered into the instrument software by a user; and resets the number of cassettes processed and number of cycles and days to zero. A user affirmed in the instrument software that the station concentration was to be set to 70%. The station properties for bottle 9 (ethanol) were subsequently reset at 17:15 pm on (B)(6) 2015 in response to an error code indicating that the ethanol concentration in the reagent bottles designated as <ethanol> did not meet the minimum concentration requirement for use as a final reagent. The associated information displayed stated that processing quality may be compromised and instructed the user to replace the reagent in bottle 9. Although the reagent in bottle 9 had been topped off/up only, the user affirmed in the instrument software that the station concentration was to be set to the default concentration of 100% in error. The root cause of the sub-optimal tissue processing reported was a use error, which occurred prior to commencement of the "unx 8hr fatty-breast" protocol started in retort b at 17:20 pm on (B)(6) 2015, from which sub-optimal tissue processing was reported. Specifically, the user did not follow the reagent replacement procedure as detailed in leica peloris/peloris ii user manual.